Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. A medtronic representative went to the site to test the equipment. The imaging system was having power issues and fuses were replaced. The system then passed the system checkout and was found to be fully functional. This event was identified during a retrospective review as discussed with the (B)(6) district office on (B)(6) 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that there was scrolling generator bars while the system was in standalone mode. The imaging system was unable to boot. There was no patient present when this issue was identified.